Event description:
It was reported that the right atrial lead was capped and replaced during device replacement procedure on (B)(6) due to high capture threshold. The patient was well before, during and post procedure.